Event description:
The initial reporter alleged discrepant negative results with the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit when compared to other methods. The elecsys anti-hcv ii assay generated non-reactive results of 0.0331 and 0.036 cut-off index (coi). In contrast, the abbott prism assay generated reactive results with coi values of 1.94, 2.10, and 2.17. The innolia hcv assay was also reactive, while the cobas mpx test for hepatitis c virus (hcv) polymerase chain reaction (pcr) was negative. Further testing included the ortho hcv 3.0 elisa save assay, which was negative at background level, and two blot assays, which provided indeterminate results with reactivity observed in the ns3 region. Additionally, the sample was tested on the abbott architect anti-hcv assay at an external laboratory and was reported as positive (specific result not provided).

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. The diagnostic sensitivity of the assay, as stated in the method sheet (version 3.0, dated sep 2020), was 100% with a 95% lower confidence limit of 99.61%. Testing confirmed the elecsys anti-hcv ii assay's negative result at background level. The ortho hcv 3.0 elisa save assay also produced a negative result at background level. Indeterminate results were observed with blot assays, showing reactivity in the ns3 region. The cobas mpx test for hcv pcr was negative, while the abbott architect anti-hcv assay, tested externally, was reported as positive (specific result not provided). The investigation concluded that the negative result on the elecsys anti-hcv ii assay was likely correct. However, a false negative result could not be entirely ruled out. The device remains in operation at the customer site.